Manufacturer narrative:
Although requested, device has not been received. A follow up will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that they are experiencing chemo leaks from the vent cap on the bag spike during infusions. One specific patient event was reported involving an infusion of pemetrexed. The rate was at 600 ml/hr with a vtbi of 100 ml. No patient harm or medical intervention was reported. No further patient/event information was provided.